Event description:
Reportedly, the surgeon stated product was used 1 fired in accordance with IFU after firing and removal of the instrument only one donut was found. Tissue in area of anastomosis normal. Air leak test; no leaks. Since only one donut was found, a diverting colostomy was performed. Patient ok. Sex: male. Procedure: lar.